Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken implant. The little screw had come out during insertion. Nothing fell into the patient.

Manufacturer narrative:
The returned cover plate was examined. The set screw was found to be properly assembled within the plate and could not be disassembled when intentional disassembly was attempted. The complaint could not be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding cover plate installation.